Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection could not find any evidence of a malformed housing; however, the distal luer lock was found to be broken into two pieces. The cause of the break could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume intermate's housing was defored. This was identified during the storage of the device. There was no patient involvement. No additional information is available.